Event description:
It was reported that (1) device was used during a sigma procedure. It was reported by the affiliate that after 5 minutes the h2tuv emitted noises and had no function. Another instrument was used to complete the case. There was no consequence to the pt.